Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for the versacross dilator is being reported. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a watchman procedure, a versacross access solution was selected for use. No trace of effusion was noted prior to the procedure. A j-tip wire and a non-boston scientific glide catheter were used to get access into the superior vena cava (svc) prior to drop down for the transseptal access. The physician had difficulty crossing the septum and visualizing it on transesophageal echocardiogram (tee). The septum was crossed without radio frequency and the versacross wire was found low and posterior but unable to see how much posterior. The wire could be visualized in the left upper pulmonary vein (lupv) so the physician continued on and dilated up to the double curve watchman sheath. However, the physician had a hard time cannulating the appendage and kept getting stuck in the left pulmonary veins. When exchanged for the non-boston scientific pigtail catheter, the physician aspirated back from the sheath and took on air which confirmed it was against tissue. The physician decided to come out of the left atrium (la). An effusion check was done and saw no sign of effusion. The physician decided to restick and use the trusteer sheath this time. An 18f non-boston scientific sheath and the versacross fixed curve dilator was used and popped across again but this time mid-mid with proper visualization on tee. The physician was able to easily cannulate the appendage and deployed a 20mm device. After the tug test, the patient blood pressure dropped. A growing effusion was noted around the left atrium (la). It was unconfirmed where the perforation occurred (tsp or appendage) so the device was left in the left atrial appendage (laa), attached to the threaded insert. A pericardiocentesis was performed and a total of 800 cc of bright red blood was drained. The patient also was transfused blood and received 450cc from the cellsaver device. Once the patient was no longer bleeding, a contrast shot was done through the watchman device and determined the perforation was not in the appendage. It was located at the posterior wall of the la. The device was recaptured and was sat it deeper. The device met pass criteria, deployed the device and removed the sheath. The patient remained stable and did not bleed any more. In the physician opinion, the perforation happened during the first transseptal access. The patient was hospitalized and is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separated report for the versacross dilator is being reported.

Event description:
It was reported that a perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a watchman procedure, a versacross access solution was selected for use. No trace of effusion was noted prior to the procedure. A j-tip wire and a non-boston scientific glide catheter were used to get access into the superior vena cava (svc) prior to drop down for the transseptal access. The physician had difficulty crossing the septum and visualizing it on transesophageal echocardiogram (tee). The septum was crossed without radio frequency and the versacross wire was found low and posterior but unable to see how much posterior. The wire could be visualized in the left upper pulmonary vein (lupv) so the physician continued on and dilated up to the double curve watchman sheath. However, the physician had a hard time cannulating the appendage and kept getting stuck in the left pulmonary veins. When exchanged for the non-boston scientific pigtail catheter, the physician aspirated back from the sheath and took on air which confirmed it was against tissue. The physician decided to come out of the left atrium (la). An effusion check was done and saw no sign of effusion. The physician decided to restick and use the trusteer sheath this time. An 18f non-boston scientific sheath and the versacross fixed curve dilator was used and popped across again but this time mid-mid with proper visualization on tee. The physician was able to easily cannulate the appendage and deployed a 20mm device. After the tug test, the patient blood pressure dropped. A growing effusion was noted around the left atrium (la). It was unconfirmed where the perforation occurred (tsp or appendage) so the device was left in the left atrial appendage (laa), attached to the threaded insert. A pericardiocentesis was performed and a total of 800 cc of bright red blood was drained. The patient also was transfused blood and received 450cc from the cellsaver device. Once the patient was no longer bleeding, a contrast shot was done through the watchman device and determined the perforation was not in the appendage. It was located at the posterior wall of the la. The device was recaptured and was sat it deeper. The device met pass criteria, deployed the device and removed the sheath. The patient remained stable and did not bleed any more. In the physician opinion, the perforation happened during the first transseptal access. The patient was hospitalized and is expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further confirmed that the versacross rf wire was never exposed from dilator, it was always inside the dilator tip. It was very thin septum and excessive tenting/manipulation to get in the correct spot of the fossa was needed. The septum was very small window and anatomically inferior. Physician believes the event occurred during from transeptal but not the fault of versacross products. Act was therapeutic. The patient has been discharged.